Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 1999 has since opacified. Visual acuity reported as 4/10. Yag posterior capsulotomy performed some months ago. The device is scheduled to be explanted & replaced in the near future.